Event description:
One (1) employee alleged that due to the use of maxcide plus, she experienced a red rash, dry and cracked skin on her hands, her fingertips turned brown, and the product caused her eyes to feel as though they were burning.

Manufacturer narrative:
The employee had used an over the counter cream (melagel) to ease the symptoms; however, during her routine physical exam with a general practitioner, the doctor suggested that she use a different cream (cortizone cream) to heal the irritation. The employee used the cortizone cream as suggested by the doctor and reported that she has fully recovered at this time. The employee reported that she was using the maxicide plus product without gloves; the maxicide plus label states that gloves are required when using the product. An evaluation was performed on the returned product, yielding results within specifications. In addition, a DHR review indicated that there were no deviations from the manufacturing process. In addition, no previous complaints were received with regard to this lot.